Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During an attempted stenting procedure to the left renal artery it was reported that the balloon ruptured just before nominal pressure during inflation. The artery was described as mildly calcified with no vessel tortuosity and a 90% stenosis. The stent was properly placed and post dilated without reported patient injury. Analysis of the returned product did not confirm the reported balloon burst, the product inflated and deflated without difficulty. A non-sterile sds on amiia 5.0 x 15 mm, 142 cm was received coiled inside of a bag. The balloon appears as if it had been inflated and deflated; the balloon presents marks of the stent, however no stent was returned. It was not observed any other anomaly in the device. The balloon was inflated per pd 12169733 rev 1, during the inflation was not found any pinholes reported in the complaint report. The balloon was completely inflated at nominal pressure of 10 atm and rbp at 12 atm. The indeflator kept the pressure during the inflation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure for burst in the balloon reported by the customer was not confirmed; no pin hole was detected during the analysis of this complaint. (B)(4). Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context/procedural factors of the device and is not related to a product quality issue.

Event description:
During a stenting procedure in the left renal artery, the palmaz genesis sds was delivered to the target lesion via the femoral artery without difficulty. However, the balloon ruptured just before nominal pressure during inflation. The stent was placed in the lesion, though it required post-dilatation. The target vessel was noted to be mildly calcified and not tortuous, and was 90% stenosed. There was no report of adverse event and the patient is in stable condition.